Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted call service alarm cs 064-0008. The alarm was cleared with a pump reboot; however, another cs 064 call service alarm was emitted after the rewind, load, and prime steps were completed. The pump was rebooted, and the cartridge and infusion set were allegedly primed manually, however the pump then emitted a pump not primed warning. The reporter changed the cartridge and infusion set, and was then reportedly able to complete the rewind, load, and prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.